Manufacturer narrative:
A non-conformance review was conducted for lot 2415916664 and there were no ncs related to the reported event issued during the manufacturing of this lot. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There was no sample returned for evaluation, therefore the affected device could not be evaluated to confirm the reported issue. As such, a root cause could not be determined. No corrective action is required at this time. We will continue to monitor related reports to determine if additional actions are necessary.

Event description:
The customer reported that the anti-reflux valve broke. Additional information received on 06jun2025 stated that this occurred while in use in a patient for less than a few hours. It snapped cleanly at the blue junction (where it goes from small to large and then is attached to the white). There was no harm to the patient.